Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unk) the device was unable to discharge. Complainant indicated clinician was able to obtain another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.